Event description:
The physician was using an assurant cobalt stent to treat a lesion in the subclavian artery near the aorta. The first inflation at the first part of the stent was at 9atm. The second inflation down near the aorta was at 11atm. The physician then took pictures and noticed there was a stent fracture. No patient complication reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation result: unapproved use of the device (not for use in the subclavian arteries). Inherent risk of the procedure (strut fracture). (Based on information available, no root cause can be determined. Conclusion: no conclusion can be drawn (based on information available no root cause can be determined).